Event description:
Atrial lead was returned due to muscle stimulation, rising thresholds, and tear/discolored approx 2 cm distal to silastic strain relief. It subsequently tested out of specification during manufacturer's analysis.